Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned (B)(6) 2018 for evaluation. Performed visual test and passed. Performed voltage test and passed. Performed pairing test with nordic bluetooth device and passed. Performed transmitter functional testing and passed. Performed share log review and no share log data was available. Performed bin file review and passed. The reported event of a loss of connection was confirmed. The probable root cause could not be determined. The customer complaint was confirmed because there was an indication of a transmitter loss of connection